Event description:
It was reported that the coil was removed by a snare. The stenosed target lesion was located in the intra-iliac veins. An 8mm x 20cm interlock was selected for use. During the procedure, when the coil was deployed and reached the lesion site, it was found that the coil could not be coiled and controlled for many attempts. The coil was removed by a snare. The procedure was completed with another interlock. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device eval by MFR: only the main coil was returned for the analysis. It was observed that the main coil was bent at the middle section. No more damages were observed. The functional could not be performed due only the main coil was returned for the analysis. The dimensional inspection revealed that the outer diameter (od) at the coil arm, zap tip and primary coil were found to be within specification.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the coil was removed by a snare.the stenosed target lesion was located in the intra-iliac veins. An 8mm x 20cm interlock was selected for use. During the procedure, when the coil was deployed and reached the lesion site, it was found that the coil could not be coiled and controlled for many attempts. The coil was removed by a snare. The procedure was completed with another interlock. There were no complications reported and the patient was stable post procedure.